Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The probes and the gear pump were replaced. Precision and qc checks passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer. Sample 1 initial result was 7.13% and the repeat result was 6.1%. Sample 2 initial result was 7.06% and the repeat result was 5.62%. Sample 3 initial result was 6.85% and the repeat result was 5.99%. Sample 4 initial result was 7.24% and the repeat result was 5.24%. Sample 5 initial result was 7.17% and the repeat result was 5.56%. Sample 6 initial result was 7% and the repeat result was 5.2%. Sample 7 initial result was 6.43% and the repeat result was 5.29%. Sample 8 initial result was 6.69% and the repeat result was 5.74%. Sample 9 initial result was 7.2% and the repeat result was 5.66%. Only the questionable result for sample 1 was reported outside of the laboratory and was amended with the repeat result.